Event description:
The customer reported that he was hospitalized with a low blood glucose reading of 54 mg/dl while wearing the sensor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR. Report number 3004209178-2012-84580.